Manufacturer narrative:
H10: the customer replaced the flow sensor assembly which resolved the reported issue but is pending (pvt) performance verification tests to be completed. Attempts have been made to obtain further information about pvt, but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
H10: further troubleshooting was performed, and the customer noticed a pin was out from the solenoids to the data acquisition (da) printed circuit board assembly (pcba), and he aligned the pins properly into the da pcba, but it did not solve the issue. The customer will order the flow sensor assembly. The customer replaced the flow sensor assembly which resolved the reported issue but is pending (pvt) performance verification tests to be completed. The investigation is ongoing.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device kept alarming - proximal line not connected. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse had the customer go into service mode, verified in service mode device is reading -5.1 average air slpm when set to 0. Advised customer that per manufacturer to replace the flow sensor assembly and if problem is still there, replace the data acquisition (da) board. Customer requested part number and price for both.

Manufacturer narrative:
E1: reporter phone #: (B)(6).